Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user¿s understanding on reprocessing of the subject device was different from recommendation by olympus. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii colonovideoscope would not pass the seven day clean cycle during reprocessing. The customer had tried to get the scope to pass for three days. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was unable to be reproduced. Evaluation did find the distal end scope cover insulation was low, switch #1 was cut, the control knob had play, the distal end plastic cover was chipped/dented, the light guide lens had broken fibers causing the light to be dim, the light lens was cracked, and the bending section cover adhesive was cracked and discolored. This event is under investigation. A supplemental report will be submitted upon receiving additional information.